Event description:
The reporter obtained a 69mg/dl and 396mg/dl blood glucose comparison on the accu-chek advantage system. The reporter states she obtained an additional comparison with blood glucose results 69mg/dl and 447mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to reporter and return requested.